Event description:
This was a cardiac lead extraction case to remove 1 non-functional rv lead (intermedics-guidant 426-33 unipass bipolar vs-1 passive rv). There is still little known about the case details as the manufacturer has yet to receive the (B)(4) translation of the case report. What was initially reported was during a lead removal case the md was unable to extract the rv lead with the 14 f sls, upsizing to the 16 f sls ii and chose to cut and cap both the lld-ez and rv lead and leave them in the patient. The physician stated there would be a surgical extraction planned for a later date to remove both capped devices but confirmation of this procedure has yet to be received. The patient was listed as being stable when initial report was received.